Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had syncope, fainting and loss of consciousness. Upon interrogation, the device was found to be in safety mode. It was noted there was pacing inhibition due to the device being programmed to unipolar sensing. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had syncope, fainting and loss of consciousness. Upon interrogation, the device was found to be in safety mode. It was noted there was pacing inhibition due to the device being programmed to unipolar sensing. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which the patient had stimulation symptoms. Additionally, review of telemetry electrocardiogram showed there was a lot of noise. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had syncope, fainting and loss of consciousness. Upon interrogation, the device was found to be in safety mode. It was noted there was pacing inhibition due to the device being programmed to unipolar sensing. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which the patient had stimulation symptoms. Additionally, review of telemetry electrocardiogram showed there was a lot of noise. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had syncope, fainting and loss of consciousness. Upon interrogation, the device was found to be in safety mode. It was noted there was pacing inhibition due to the device being programmed to unipolar sensing. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which the patient had stimulation symptoms. Additionally, review of telemetry electrocardiogram showed there was a lot of noise. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing a correction report to correct field b5 describe event or problem.

Event description:
It was reported that the patient implanted with the cardiac resynchronization therapy pacemaker (crt-p) had syncope, fainting and loss of consciousness. Upon interrogation, the device was found to be in safety mode. It was noted there was pacing inhibition due to the device being programmed to unipolar sensing. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which the patient had stimulation symptoms. Additionally, review of telemetry electrocardiogram showed there was a lot of noise. The device was explanted and replaced. No additional adverse patient effects were reported.